Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she experienced an insulin flow blocked alarm. She has changed out her infusion set five time and the problem has persisted. Customer reported that if she disconnected the tubing from her body, insulin would flow out. Customer declined troubleshooting. She felt that the infusion set tubing was obstructed. Customer's blood glucose level at the time of the incident was 237 mg/dl. The product is expected to be returned.